Event description:
As reported by the user facility ((B)(4)): stop of the infusion, 5fu: 1100 mg; dose administered: 8 gr.

Manufacturer narrative:
(B)(4). We received one used (approximately filled to a quarter) easypump ii lt 60-30-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages or manufacturing faults were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was closed with a red stopper. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. In addition, the sample was filled up to the nominal volume (60 ml) with nacl 0.9% and a functional test respectively a leak test was carried out in a period of one hour. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The received sample is not within our specification. We have informed our manufacturer accordingly. Statement: received one piece of used, quarterly filled easypump ii lt 60-30-s without original packaging. As received condition, clamp clip is closed and the original wing cap has been replaced with red stopper. Big top cap is opened. Discofix cap is observed at the pump. Detected no solution/crystallized residue at filling port. Additionally, detected crystallized residue at male luer lock. Analysis: when red stopper is removed and clamp clip is released, no flow is observed. The complaint sample is not working. Complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube; before male luer lock). Immediately observed flow. It can be concluded that the complaint sample is not working due to blockage at glass tube. Hence we assume a manufacturing problem. Justification: justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available.